Event description:
It was reported that a transient ischemic attack (tia) and a peri device leak occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using a 20mm watchman flx laa closure device with delivery system (wds). Two days post procedure the patient experienced a tia. The patient fully recovered with no lasting deficits. During a routine follow up examination, approximately 45 days post procedure, transesophageal echocardiogram revealed a leak on the mitral annulus side of the closure device. The patient remains on an oral anticoagulant. A future intervention to seal the laa was under consideration. No patient complications were reported.

Manufacturer narrative:
Date of event aware date of 20jul2022 used as event date is unknown.